Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 411 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the needle cap secured to the bottom housing and the formed needle was found deployed into the needle cap. After removing the needle cap, the needle and soft cannula got deployed. Pod download data showed that it completed first and second priming. The soft cannula measured the correct full length according to specification and did not appear bent/kinked.